Event description:
It was reported the patient received inappropriate shock due to noise. The lead was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 17.7-17.9cm, 18.3-18.9cm, and 19.7-19.9cm from the connector pin. The etfe coating was intact at these locations. Fracture of the re conductors were noted at 19.7-19.9cm from the connector pin, consistent with fatigue. This fracture is consistent with the field observation of noise and inappropriate therapy.